Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed the operating currents test, self test, a21 error test and displacement test. Unable to perform the occlusion and no delivery tests due to prime anomaly noted. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with a compromised force sensor system during a rewind attempt. The patient's blood glucose at the time of incident was between 500 mg/dl and 600 mg/dl. There was no mention of symptoms or treatment of the high blood glucose. The insulin pump alarmed after an infusion set change; three or four compromised force sensor system alarms occurred and it took the customer 45 minutes to clear the alarms and resume insulin pump therapy. Troubleshooting was initiated for the prime and rewind anomaly. There were no apparent anomalies with the insulin pump. However, the insulin pump was returned for analysis.